Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 106 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that a new battery cap could be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. The customer hung up the phone before any action could be taken. No further information was provided.